Event description:
It was reported that the programmer has broken keyboard hinges, intermittent telemetry, and intermittent ECG (electrocardiogram) signals. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).